Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte night aligners, patient reported that they were examined by an orthodontist. The findings from this exam are the patient present with tmj pain. It is recommended to terminate aligner therapy and starting braces therapy to add buccal crown torque to the upper incisors. This is unpredictable movement in aligner therapy and therefore braces therapy is recommended. Patient started braces therapy. The byte aligner were not correcting the tmj issues that the patient was experiencing.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.